Event description:
Customer reportedly received results of 19.8 mmol/l and 6.2 mmol/l within 1 minute on the mobile system. The customer delivered insulin based on the lower result of 6.2 mmol/l. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.